Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent total vaginal hysterectomy and bilateral salpingo-oophorectomy, combined anterior and posterior repair with enterocele repair, bilateral sacrovaginal vault suspension, and transvaginal removal of exposed synthetic mesh on (B)(6) 2013, due to uterovaginal prolapse and mesh exposure. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion patient experienced vaginal bleeding and urinary incontinence. It was reported that the patient underwent a surgical procedure on 2530088-2016-10101-3 2007 and mesh was implanted into the patient concurrently with cystocele repair, paravaginal defect repair, and cystoscopy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.